Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheters referenced is filed under a separate medwatch report.

Event description:
This is filed to report the positioning difficulty, tissue damage, and worsening mr. It was reported that on (B)(6) 2018, three mitraclips were successfully implanted, reducing grade 4 functional mitral regurgitation (mr) to grade 1. Due to disease progression, mr increased to grade 3-4. On (B)(6) 2019, a second mitraclip procedure was performed. It was noted that the atrial septal defect (asd) remained enlarged from the initial procedure. The first clip delivery system (cds) (90129u154) was advanced; however, when positioning, the clip moved irregularly, so the device was adjusted to compensate for the irregular movement. Grasping the posterior leaflet was difficult and leaflet injury occurred. Mr worsened to grade 4. The clip was implanted, and the mean gradient increased to 4-5 mmhg. Since mr reduction was not sufficient, another clip was attempted, but the gradient increased, so the clip was not implanted. An asd occluder was implanted to treat the asd from the initial procedure. There was no additional information provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of mitral valve injury (tissue damage) and worsening mitral regurgitation are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. All available information was investigated, and the reported leaflet grasping issues appear to be due to the challenging patient anatomy/morphology. However, a definitive cause for the reported difficult to position the delivery catheter (dc) shaft could not be determined. The reported tissue damage appears to be due to user technique/procedural circumstances as grasping attempt was made that potentially resulted in the mitral leaflet injury. The reported worsening mitral regurgitation appears to be the cascading effect of the mitral leaflet injury. There is no indication of product quality issue with respect to manufacture, design or labeling.